Event description:
Venous access was gained via the right femoral vein. The latex free balloon tipped catheter was advanced to the right atrium. The balloon then deflated and would not hold air. It was removed from the body and inspected. Would not hold air when inflated. No harm to patient as a direct result of balloon malfunction, but procedure was aborted due to lack of replacements available. Reported to manufacturer on (B)(6) 2018.